Event description:
The customer alleged they received questionable estradiol and intact human chorionic gonadotropin + the ss-subunit (hcgb) results for two patients on their elecsys 2010 analyzer. The first patient's initial estradiol result was >4000 pg/ml and it was reported outside the laboratory. The physician asked for the sample to be repeated as it was not in agreement with the patient's diagnosis. The repeat result from a separate aliquot was 38 pg/ml. The sample was repeated a second time with a result of 38 pg/ml. On (B)(6) 2013, the second patient, a (B)(6) female, had an initial hcgb result of 40.93 miu/ml accompanied by a data flag and it was reported outside the laboratory. On (B)(6) 2013, the patient's had a new sample tested and the hcgb result was 10000 miu/ml accompanied by a data flag. The sample was diluted 1:2 and the result was 14934 miu/ml accompanied by a data flag. On (B)(6) 2013, the patient's initial sample was then repeated and the hcgb result was >10000 miu/ml. There were no adverse events. The estradiol reagent lot number was 173677. The expiration date was requested but not provided. The hcgb reagent lot number was 173268. The expiration date was requested but not provided.

Manufacturer narrative:
Additional information has been provided.

Manufacturer narrative:
Section a was updated with the patient's age. A definitive root cause could not be determined with the information provided. The calibration and quality control results were within range and there were no reagent issues evident. It was noted the customer was using a sample tube type that is not approved for the analyzer. Additional information for further investigation was requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).